Event description:
Facility alleges blood leak during dialysis. Rn reports pink tinged dialysate at beginning of treatment. Blood circuit discarded. Ebl 250-300 cc. No furtheer medical intervention required. Patient stable pre & post event. 1st use preprossessed dialyzer.